Event description:
A dentist reported to 3m espe that a male pt came back to his dental practice 2-3 weeks after an impression with 3m espe impregum f has been taken by the dentist. According to dentist's info, the pt reported to him that the pt was hospitalized due to perforation of small intestine. The dentist reported to 3m espe that the pt showed him a diagnosis report from the hosp which described perforation of small intestine. The pt reportedly showed the dentist an enlarged picture (not in original color) which shows an object in length of 16 cm and 0.3 cm in diameter. According to the pt, this object was swallowed impregum f. It was not clear for the dentist whether this object was the only material which was removed during surgery. Per the dentist, the pt behaved normally during impression taking procedure w/o any indication that impression material had been swallowed and no other abnormalities have been noticed. According to the dentist, the pt asked him about his liability insurance and the dentist informed his insurance company.

Manufacturer narrative:
At the time of this report, the device has not been returned 3m espe, therefore, no eval has been conducted. Based on our eval of biocompatibility and clinical history, the product is safe for its intended use. Only 2 other complaints regarding impression materials of 3m espe involving perforation of the bowel have ever been reported to 3m espe.